Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philps remote service engineer (rse) examined the system remotely and found that the system failed to complete the boot sequence. The logfile was analyzed and showed that the connection with the x-ray-pc was lost. A philips field service engineer (fse) visited the site and found that there was no power on the hard disk of the x-ray-pc. The fse replaced the x-ray pc, reloaded the software and performed the adjustments which solved the issue. Analysis of the returned x-ray-pc showed that slot 1 in the hard disk bay was defective. After the replacement of the x-ray-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.